Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not duplicated. A battery compartment crack was observed below the grip pad. There was evidence of moisture contamination on the underside of the battery cap. The current draws were within specifications. The pump passed a leak test. The pump was removed from the case and there was no evidence of additional moisture or loose components inside the pump. Two low battery warnings and one replace battery alarm associated with the same battery was observed in the black box. There was no evidence of excessive battery usage observed in the black however, the timeframe between the replace battery alarms was less than 4 weeks.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the battery life was lasting less than 4 weeks and that there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.